Event description:
Materials: unknown and batch#: unknown. It was reported by the customer that coring issues with blunt fill needle.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there were coring issues with the blunt fill needle. To aid in the investigation, one sample in an opened packaging blister and three photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. The three photos provided show the sample received. A device history record review was completed for provided material number 305180, lot 4178014. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received materials 305180 batch 4178014 no patient contact.